Event description:
It was reported that approximately 5 months post-implant of a bifurcated device and an suprarenal aortic extension, an endoleak was identified at the main body of the bifurcated device. The physician chose to reline the device with a cook graft. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Based on the review of the images by a clinical representative, the reported endoleak was confirmed. Images were provided and reviewed by a clinical representative with the following impression: an endoleak and a second procedure were substantiated. There may have been a small, unreported endoleak, but conclusive evidence (dynamic angiography and/or cta) was not available to confirm this finding. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon investigation findings, the root cause could not be conclusively determined with available information.